Event description:
It was reported that non-sustained right ventricular oversensing episodes were noted remotely via merlin.net on (B)(6) 2017. Upon review, the implantable cardioverter defibrillator exhibited far-field p wave oversensing. The device was programmed successfully. The asymptomatic patient presented in the emergency room on (B)(6) 2017. The device gave inappropriate high voltage therapies due to the noise. No intervention was performed the patient remained stable.